Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the event and was awaiting discharge. Action taken with pd therapy was not reported. No additional information is available.